Event description:
A customer reported a cataract system shut down during a procedure. The system was rebooted and the procedure was completed. There was no pt harm. The facility is doing construction and the customer spoke to maintenance to ensure the power was not being interrupted.

Manufacturer narrative:
A review of the service report indicates the customer reported their system shut down while finishing a case. The customer noted the facility was under construction. The customer was going to communicate with the facility maintenance department to ensure that proper power is being supplied and not being interrupted. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did indicate two add'l related reports for this system. The root cause could not be determined. (B)(4).